Manufacturer narrative:
(B)(4). (Cuvette lots j9fte225a and h9fte197b). Method: device history record reviewed for ncmr and CAPA. Result: record eval completed. Complaint could not be confirmed. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.

Event description:
In-country rep forwarded a report of no clot detected on hemochron response instrument. The customer observed no clot detected errors on hemochron response coagulation system. This event occurred outside the u.s. No adverse event(s) reported.